Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was additionally reported that the cause of the failed atrial lead position check was due to ra lead dislodgement. The ra lead was explanted and replaced. It was further clarified that the rv lead was confirmed with no issue.

Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was observed with a failed lead position check. A possible capture issue was noted on both ra and right ventricular (rv) leads. Both leads remain in use. No patient complications have been reported as a result of this event.